Event description:
It was reported that this programmer's touch screen would not respond. No adverse patient effects were reported. The programmer was returned back from the field for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection did not reveal any anomalies. While the programmer passed functional testing, baseline testing failed as the touch screen was found to be unresponsive. It was disassembled in order to verify the properly connection of the involved components, none issues were detected. It we realized a reconnection validation of the involved components in order to verify any intermittence during this step; the results from below confirm the lcd touchscreen retains the defect. When the lcd touchscreen laramie was swapped out with a known good unit, the product defect disappeared. This confirms a defective lcd touchscreen caused the observed touchscreen failure.